Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed extruded contact pads at some electrodes. In addition, there was a missing contact pad at an electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's extruded device was reportedly a result of a biofilm infection. The recipient has healed well following explant surgery and the infection resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced trauma at the implant site. On (B)(6) 2019, the recipient presented with edema and was treated with amoxicillin and sulbactam. The edema resolved. On (B)(6) 2020, the edema recurred. The recipient was treated with cetibuten, however, the issue did not resolve. On (B)(6) 2020, the recipient presented with an extruded device. The recipient underwent skin flap revision surgery. On (B)(6) 2021, the recipient presented with an extruded device again, and the recipient underwent explant surgery. The recipient was not reimplanted. The recipient recovered well.